Manufacturer narrative:
Additional information: device available for evaluation yes, returned to manufacturer on 10/05/2016. Device returned to manufacturer yes. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported issue could not be confirmed in the returned lens sample. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct400 20.0 diopter, was performed on a female patient's eye because of a myopic surprise and lens rotation about 25 - 30 degrees which resulted in poor uncorrected visual acuity. There was no incision enlargement, vitrectomy, nor other procedures performed. The lens was replaced with the same model but a 18.0 diopter. The patient is happy with the results. No additional information was provided.